Event description:
A patient was reported to having an intracranial pressure (icp) reading of over 300. There was no patient injury. However, it was reported that the patient did receive unnecessary CT scan and the bolt was changed. The catheter was retained. The original monitor remained ((B)(4)). This solved the problem.

Manufacturer narrative:
Integra has completed their internal investigation on 03/16/2017 . The investigation included: methods: evaluation of device, review of device history records, review of complaints history. Results: the customer did not return the catheter that was reported. The customer returned 7ea. 110-4b unopened. The catheters were tested and found they were within specifications. The kit components were inspected; no abnormalities found. The customer reported serial number 292216-c15; it is belonged to 1104b lot 111e00300704. A review of lot 111e00300704 indicates that lot met requirements. Lot info.:mfg. Date: 21-oct-2016. Expiration date: 03-oct-2019. Complaint history, model 110-4xxx, from feb-2016 through jan-2017 reviewed; there were four other complaints that issued with complaint code perf034, and none of them were confirmed. The number of confirmed reports (0) divided by the number of units sold model 110-4xxx, ((B)(4)), feb-2016 through jan-2017 and multiplied by 100 results in a failure rate percentage 0.00% conclusion: the reported customer complaint could not be confirmed. Seven 110-4b catheters were returned, un-used, in original packaging. The returned product was not associated with the reported complaint. No abnormalities were found with any of the returned product. All 7 catheters were tested for functionality per q00102 and met all functional test criteria. Based on the results of the investigation, the root cause of the reported complaint could not be determined.